Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pt attributes pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("ha (interpreted headache)"), abdominal distension ("bloating"), hypersensitivity ("allergies"), hypoaesthesia ("numbness"), vision blurred ("blurred vision"), dysgeusia ("metal taste in her mouth"), dizziness ("dizziness"), asthenia ("poor energy"), ear pain ("ear pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, headache, abdominal distension, hypersensitivity, hypoaesthesia, vision blurred, dysgeusia, dizziness, asthenia, ear pain and nausea was resolving. The reporter considered abdominal distension, asthenia, dizziness, dysgeusia, ear pain, headache, hypersensitivity, hypoaesthesia, nausea, pelvic pain and vision blurred to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records "abdominal distension, asthenia, dizziness, dysgeusia, ear pain, hypersensitivity, hypoesthesia, myocardial infarction, nausea, pelvic pain and vision blurred" incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pt atrributes pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("ha (interpreted headache)"), abdominal distension ("bloating"), multiple allergies ("allergies"), hypoaesthesia ("numbness"), vision blurred ("blurred vision"), dysgeusia ("metal taste in her mouth"), dizziness ("dizziness"), asthenia ("poor energy"), ear pain ("ear pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, headache, abdominal distension, multiple allergies, hypoaesthesia, vision blurred, dysgeusia, dizziness, asthenia, ear pain and nausea was resolving. The reporter considered abdominal distension, asthenia, dizziness, dysgeusia, ear pain, headache, hypoaesthesia, multiple allergies, nausea, pelvic pain and vision blurred to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records "abdominal distension, asthenia, dizziness, dysgeusia, ear pain, hypersensitivity, hypoesthesia, myocardial infarction, nausea, pelvic pain and vision blurred" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.